Event description:
The pt experienced a loss of therapeutic effect following a "few" falls last week. It was noted that she was leaking more in the morning hours. She was at home and re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).